Event description:
The patient reported experiencing medical issues related to her omnipod product. She had a pod on when she sought medical attention from her primary care physician (pcp) on (B)(6) 2025, due to blisters on her abdomen caused by the pods. These blisters were described as hard cysts under the skin, which were inflamed and painful. The patient moved the pods to a new site to avoid further blistering. During her visit, she was diagnosed with skin irritation, possibly a slight infection, and was prescribed antibiotics. The pod was worn on the abdomen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.